Event description:
It was reported that the ground prong on the ventilator's power cable was damaged. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with the damaged power cable has been confirmed during evaluation of the provided problem description and service report. During further investigation of the reported issue it was found that the power cable was defective and required replacement. After replacement of the damaged part, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. No parts were returned for further investigation. Since no parts could be investigated further, the root cause of the issue has not been determined.